Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse checked the cuvette manufacturing, adjusted the air flow, cleaned the windows, replaced r1 probe tubing, checked all probe alignments, checked hm and loci alignments, calibrated hm mixers and ran photometer alignment. System checks passed. The cause of the discordant falsely high ctni result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2017-00680 was filed for the same event.

Event description:
A discordant falsely high cardiac troponin (ctni) patient sample test result was obtained on a dimension exl 200 system. The dimension exl 200 result was not reported to the physician. The same sample was repeated on an alternate system (vitros 5600). The repeat result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely high ctni result.